Event description:
It was reported that a caregiver contacted support for an ilet user with high blood glucose of 337 mg/dl after a supply change earlier in the day; during troubleshooting, the patient was disconnected and the tubing was refilled, with delayed drop formation and prolonged priming observed, and the event was associated with improper or incorrect procedure involving the tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to the tubing, consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.